Manufacturer narrative:
The device is undergoing analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this device exhibited long charge times during middle of life. New information received indicates that this device was explanted having declared elective replacement indicator. There was an allegation that the device depleted prematurely.